Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing of the instrument. The instrument tips are misaligned and do not close properly.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 4.33 mm offset at the tips. The grips were not found to have cracking damage. Additionally, the molded insulator was observed to be partially detached from the grip base. This condition is consistent with the severe bending of the grip, as the misalignment and deformation can create mechanical stress at the interface between the grip and molded insulator, leading to partial dislodgement. Components adjacent to the dislodged molded insulator do not show damage. The instrument was found to have damaged conductor wire insulation at the idler pulleys near grip tang. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding misaligned tips was confirmed by failure analysis. The probable root cause of a dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. The probable root cause of damaged insulation on the bipolar conductor wire are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument tips were misaligned. The procedure was completed with no reported injury.